Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, via the g-008 study, approximately 7 months post implantation of a smart flex stent in the right superficial femoral artery (sfa), the patient had in-stent restenosis (unknown %). Peak systolic velocity ratio (pvsr) was 5.2 on us echo in the lower extremities. The patient was advised to be hospitalized for treatment. 6 days later the patient was hospitalized for treatment and plain old balloon angioplasty (poba) was performed in the in-stent restenotic lesion of the right sfa. Two days later, the patient was doing well and was discharged home. Approximately 8 months post procedure, the patient had enlargement of the prostate. Approximately a year later, the patient visited hospital for 12-month follow-up visit. Abi was 0.79 and psvr was 3.0 on us echo. He was advised to revisit the hospital for observation after half a year. Approximately one month later, the patient became conscious of coldness in the peripheral lesion of the leg and visited hospital for further inspected. Psvr increased to 5.6 and the in-stent restenosis (unknown %) was confirmed in the right superficial femoral artery on us echo. 4 days later, the patient was hospitalized for treatment and poba was performed in the in-stent restenotic lesion of the right sfa three days after that. 4 days after treatment, the patient was doing well and was discharged home. The current status of the patient is ongoing, not resolving. Physician¿s comment: it was judged to be impossible to rule out a causal relation to the study device (g-008) as the restenotic lesion was the same as where the study stent was deployed. The physician¿s judgment: it was judged to be impossible to rule out a causal relation to the study device. The patient visited the hospital for 1-month follow-up. Abi was 1.15. Observation was done as the blood flow was in good condition with psvr: 0.8 on us echo in the lower extremities. The smart flex stent was stored, inspected, prepped, and handled according to IFU guidelines. The (B)(6) male patient has a medical history of dyslipidemia and arteriosclerotic disease. The complaint product was not returned for analysis as the device remains implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As reported by the affiliate, via the (B)(4) study, approximately 7 months post implantation of a smart flex stent in the right superficial femoral artery (sfa), the patient had in-stent restenosis (unknown %). Peak systolic velocity ratio (pvsr) was 5.2 on us echo in the lower extremities. The patient was advised to be hospitalized for treatment. 6 days later, the patient was hospitalized for treatment and plain old balloon angioplasty (poba) was performed in the in-stent restenotic lesion of the right sfa. Two days later, the patient was doing well and was discharged home. Approximately 8 months post procedure, the patient had enlargement of the prostate. Approximately a year later, the patient visited hospital for 12-month follow-up visit. Abi was 0.79 and psvr was 3.0 on us echo. He was advised to revisit the hospital for observation after half a year. Approximately one month later, the patient became conscious of coldness in the peripheral lesion of the leg and visited hospital for further inspected. Psvr increased to 5.6 and the in-stent restenosis (unknown %) was confirmed in the right superficial femoral artery on us echo. 4 days later, the patient was hospitalized for treatment and poba was performed in the in-stent restenotic lesion of the right sfa three days after that. 4 days after treatment, the patient was doing well and was discharged home. The current status of the patient is ongoing, not resolving. Physician¿s comment: it was judged to be impossible to rule out a causal relation to the study device ((B)(4)) as the restenotic lesion was the same as where the study stent was deployed. The physician¿s judgment: it was judged to be impossible to rule out a causal relation to the study device. The patient visited the hospital for 1-month follow-up. Abi was 1.15. Observation was done as the blood flow was in good condition with psvr: 0.8 on us echo in the lower extremities.

Manufacturer narrative:
The smart flex stent was stored, inspected, prepped, and handled according to IFU guidelines. This device is not available for testing and evaluation as it remains implanted. Additional information is pending and will be submitted within 30 days upon receipt.